Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 3.5mm for the first occlusion but it deflated. The physician removed the device.